Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via radial artery. The 28 mm x 3.50 mm target lesion was located in the non-tortuous right coronary artery. A 3.50 x 28 mm promus element¿ plus stent was advanced and successfully implanted. However, post-stent implantation, the patient had went into cardiac arrest and died.